Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient experienced cardiac arrest and expired following the episodes. There is no known allegation from healthcare professional that patient's death was related to the device. Cause of death is unknown. Further information was requested but not received. Related manufacturer reference number: 2938836-2019-06270. Related manufacturer reference number: 2938836-2019-06271. Related manufacturer reference number: 2938836-2019-06273.

Event description:
New information received notes that the patient was found unresponsive and 911 was called. Paramedics attempted to resuscitate the patient without success. Primary and secondary cause of death was unknown. Physician does not allege that the death was caused/related to implantable cardioverter-defibrillator.